Event description:
It was reported the PICC rn reported the following " patient had a 4fr single lumen PICC in for about 3 weeks and was getting home infusion. Patient reported difficulty flushing his line at home and it was very positional. Patient was instructed by physician to come into mcalester infusion clinic to have PICC assessed on july 4th. When I went to assess the line it was sluggish to flush. I redressed the site and tried to trouble shoot some. When I pulled back on the line and flushed it, saline was coming out of the insertion point. PICC was removed and a horizontal slit was noted at the 10cm mark. 1 cm was left out. The slit in the PICC was about half way slit". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.